Event description:
It was reported by the patient the device was defective and the patient stated being pacer dependent. Additionally, the patient reported having to attend cardiac rehabilitation, lost income, personal expenses and family and life disruptions due to the surgery. The device was explanted and replaced. No further patient complications have been reported as a result of this event,

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 452453, implantable pacing lead, implant date: (B)(6) 2001. (B)(4).